Event description:
Additional information received reported the patient was unable to adjust stimulation. The patient tried using new batteries in the patient programmer, but the screen remained blank. He had not used the programmer "for a while" due to past surgeries and did not think that the programmer was dropped or wet since it had been put away. After receiving a replacement programmer, it showed the patient was getting 0.3 volts. Stimulation was adjusted up to 2.8 volts and the patient was "feeling it." It was noted, the patient had parkinsons and was crippled and had a hard time getting up. The patient had an appointment scheduled for (B)(6) 2012 with his health care professional.

Event description:
It was reported the patient had loss of bladder control following a medical procedure the previous day. The patient forgot what the name of the procedure was, but described it as the doctor inserting an instrument into his penis to get a picture of his bladder. The patient would like to turn the device off to see if it caused his symptoms, but troubleshooting was limited due to the lack of access to the patient and the device. The patient stated he will have access to the programmer the following day. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# v746951, implanted: (B)(6) 2011. Product type: lead, product ID: 3037, serial# (B)(4). Product type: programmer. (B)(4).